Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module (e601). The sample initially resulted as 15.56 ng/l and this value was reported outside of the laboratory. A second sample was collected from the patient and tested, resulting as < 3 ng/l. This prompted a repeat of the first sample. The first sample was repeated on a different analyzer on (B)(6) 2018, resulting as < 3 ng/l. The first sample was also repeated on the original e601 analyzer, resulting as < 3 ng/l. The second sample was also repeated, resulting as < 3 ng/l. No adverse events were alleged to have occurred with the patient. The customer ran precision studies. Quality controls were within specified limits. Upon review of the alarm trace, several sample short alarms and a sample aspiration alarm occurred on the day of the event.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality, insufficient maintenance, or contamination of the environment with the analyte.